Manufacturer narrative:
(B)(4): the driver was returned for evaluation. Approximately ~3mm of tip has been broken off, consistent with interface during usage. Fracture surface analysis revealed fairly flat, brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal surgery. The patient underwent a revision surgery to expand the construct to an adjacent level. It was reported that the driver tip broke during the revision surgery. No patient complications were reported.